Manufacturer narrative:
The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss did not confirm or verify that there was an issue with the operation of the machine. The fss checked the monitor and all connections. The fss found no issues. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to abbott medical optics has been submitted placeholder.

Manufacturer narrative:
(B)(4). (B)(6). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported black screen occurred with the whitestar signature system. There was no patient involvement reported and no patient treatments delayed or cancelled.